Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the sensor and the blood glucose readings are off. The blood glucose reading was 48 mg/dl. Medtronic sent out a new sensor and serter to fix what was wrong with the insulin pump. In the interim, we figured out that the original sensor was fine.